Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side capsular contracture baker grade IV. Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fluids clear inside the device, wear abrasion, crease fold. Leak test was performed, and no leakage was found. A microscopic analysis was performed which identified no openings observed in the device, the fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is no issues found related with the manufacturing process and no openings observed the device.

Event description:
Healthcare professional reported a left side capsular contracture baker grade IV. Device was explanted.